Event description:
A male received treatment of a symptomatic, rapidly enlarging infrarenal aortic aneurysm with a heavily calcified infrarenal neck in late 2008. A straight graft repair was performed because of a heavily calcified narrow distal aorta and tortuous iliac arteries. The repair comprised from distal to proximal an iliac limb and tag devices of another manufacturer and a cook zenith main body extension. Final angiogram revealed a type ia endoleak, which was successfully treated with a giant stent of another manufacturer, placed inside the zenith cuff for seal. The following month, the patient presented with a distal type ib endoleak and was treated with a zenith main body extension with conversion to aorta-left uni-iliac graft and placement of a left to right femoral-femoral graft. The next day, the patient was returned to the or with a left groin hematoma. Hemorrhage was identified from a small rupture in the left common iliac artery beyond the left iliac stent graft. The left iliac limb was extended into the external iliac artery with another manufacturer's device after occlusion of the left hypogastric artery. Nine months later, the patient presented with a new proximal type ia endoleak due to cranial migration of the giant stent and loss of seal within the zenith aortic cuff. An attempt was made to retract the migrated stent within the endograft but this was not successful, so it was expanded in the supraceliac aorta. Another manufacturer's stent was deployed within the endograft to control the type ia endoleak. In addition, there was extravasation from the left external iliac artery after removal of the sheath and this was treated with further extension of this limb with another manufacturer's aaa endoprosthesis iliac extender component. Postoperatively the patient demonstrated a clinical picture of metabolic acidosis suggestive of embolization to the visceral arteries worsened somewhat by his renal failure. Two days later, the patient expired from multiple organ failure to the effects of the metabolic acidosis.

Manufacturer narrative:
Event evaluation: still under investigation.